Event description:
A report was received that the patient was experiencing pain and swelling at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was moved. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: (B)(6) 2013.

Event description:
A report was received that the patient was experiencing pain and swelling at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain and swelling at the pocket site. The patient will undergo a pocket revision.